Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Recordings transmitted to home monitoring show intermittent, high amplitude noise on the far-field channel that at times completely obscures the qrs. Lead evaluation and patient history regarding any external sources of emi were recommended. Lead remains implanted. Should additional information be received this file will be updated.